Manufacturer narrative:
Unit passed the self-test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to re-occurring pump error 37. No frozen screen noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and trace. Pump error 37 occurred on (B)(6) 2024 11:00--11:53 and (B)(6) 2024 06:39 in history files. Pump was cut to perform visual inspection found moisture damage on the electronic assembly and motor assemblies. Motor was tested outside of unit and it failed. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 37 is confirmed due to occurring during testing and due to motor anomaly. Frozen screen is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37, frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was not able to clear the error. Time clock on the screen did not advance. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1884 was requested and customer response was the device will be returned.